Event description:
Healthcare professional reported right side anxiety and ¿extensive hyaline fibrosis and foreign body granulomas.¿ device has been explanted.

Manufacturer narrative:
(B)(6); (B)(4). Event date: (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.